Manufacturer narrative:
No end user information provided. The product is not expected to be returned. A follow-up will be sent if additional information is received.

Event description:
Provider states the pilot valve and o ring were leaking, power switch has no alarms and leaks were repaired using tie wraps and the hose clamp.